Event description:
The patient reported there were larger air bubbles in her insulin cartridge after she filled the cartridge. She stated she was able to remove them but then there were a few tiny bubbles at the top of the cartridge. She said she was using room temperature apedra insulin. To troubleshoot, the patient was instructed on how to perform the cartridge procedure change. The patient did so, primed and connected to the infusion set, and placed her infusion device in run. She bolused 1 unit of insulin to fill the air space in the cannula. She stated she noticed some small bubbles along the shoulder of the cartridge and in the tubing that were not there before she bolused. Patient was advised to disconnect and prime the bubbles out before reconnecting. She did so and stated there were still bubbles that seemed to be going toward the cartridge tip. The patient was advised to watch closely for air bubbles. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.